Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The customer contact indicated that the event was due to an operator error. Product labeling for this device states, "when the pump is locked under a particular level, a small lock symbol appears next to the applied lock level as shown above. When the pump is in run or stop mode, the lock symbol appears in the lower left corner of the display and the lock level abbreviation appears in the lower right corner. Additionally the labeling states that if the keypad in programmed for a full lock, the only enabled functions are "lock/unlock keypad, power pump on or off, start or stop infusion, access display, help, print and program review functions, deliver a bolus and silence an alarm." This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy due to an operator error. The device was be used for pain management to deliver an unspecified medication via epidural route to a post surgical pt. On an unspecified date and time while the nurse was attempting to program the device, it was reported the keypad was not responding. It was reported that the nurse found the device keypad had been locked which did not allow the device to be programmed. At that time, the pt reported a pain level greater than 5 on a scale of 0-10. The physician was notified. The pt was treated with an unspecified IV pain medication. The pt's pain was reported to be relieved following the pain medication. After the keypad was unlocked, the device was able to be programmed and the delivery was started. The customer contact indicated the event was due to an operator error. The customer contact determined that the keypad had been programmed for a full lock and that the keypad had not been unlock prior to attempting to program the device. Though requested, no additional info was provided.